Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Medical product: oss mod arthro nl 3cm diasl cnctr catalog # cp260607 lot # 075570; oss mod arthro 7 deg lck collar catalog # cp260602 lot # 751190; oss cmntd prox tib stem 9 x150 catalog # 150444 lot # 565580. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2020-02288, 0001825034-2020-02289, 0001825034-2020-02290.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to unknown reason. Attempt for further information has been made, but no further information has been provided.